Event description:
While performing an l4-s1 revision, the surgeon removed competitor (stryker) pedicle screws and placed expedium si 5.5 rod polyaxial screws in the same screw tracts. There was a significant amount of torque to place the expedium screws. When placing the left s1 screw, the tip of the expedium quick connect polyaxial screwdriver broke off in the screw head. The surgeon tried to retrieve the broken tip but the fragment was flush with the recess of the polyaxial screw and could not be retrieved. The surgeon elected to leave the screw in place with the driver's broken tip. It was reported that the procedure was successfully completed without any other issues.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned expedium quick connect single innie polyaxial screwdriver noted that the fracture was located at the driver¿s distal tip, the second half of the tip was not returned for evaluation as it remains in the implanted screw. The driver was tested for hardness and met specification requirements. A review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. Although the root cause of the tip breakage cannot positively be determined, results of a scanning electron microscopy (sem) analysis show evidence of a quasi-static torsional shear failure, starting at the hexlobes and extending to the center of the shaft, the potential fracture termination site. A 12-month review of the complaint trend analysis for the found no emerging trends. Complaint trends will continue to be monitored as part of post market surveillance activities. No corrective action/preventive action (CAPA) is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.